Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the pump touch screen was cracked, unresponsive and not functional. There was no known impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.